Event description:
The customer reported the backup battery in use with the ventilator did not work during use on a patient. The customer reported there was no patient harm. Review of the ventilator's diagnostic log revealed that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. The manufacturer's field service technician confirmed the battery was fully depleted and would not hold a charge. The service technician replaced the battery to complete the service. Extended self testing (est) and performance verification testing was completed and tests passed to operating specifications. This event is being reported as a user error due to failure to maintain the backup battery as specified. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresectable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
Battery.